Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy. Block h11: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached with one arm activated and the other one bent. Microscopic inspection was performed, and it was observed that the device has evidence of full deployment. Dimensional analysis was also performed between the hooks of the bushing, and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip did not deploy was not confirmed. It was found that the device did not detect any problems related to the reported problem, as the clip assembly was returned fully deployed. However, during product analysis, it was found that the clip assembly returned with one arm activated and the other one bent. It is probable that the reason why the clip arms got bent was a result of factors related to the procedure and manipulation, such as a high axial asymmetric load applied to only one clip arm. The conclusion is acceptable because, according to the evidence, it is likely that the customer tried to grasp a large amount of tissue, an action that can cause a deformation in the distal section of the clip arm, affecting the capability of correctly closing its jaws. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip did not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip did not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.